Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds for the past few months following the previous device check. The rv lead remains in use. No patient complications have been reported as a result of this event.